Event description:
It was stated that the customer passed away. Prior to passing away, the customer was experiencing nausea, vomiting and pain. The customer attempted to have the doctor make a home visit, but the customer was advised to visit doctor's office. Days later, the police entered the customer's apartment by force, where the customer was found dead. The insulin pump was reviewed, and found that the customer had been experiencing blood glucose levels above 400 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.